Manufacturer narrative:
Trackwise ID: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 black protection on the jaw of hemopro came off. Jaws did not fail to cut. However, when they put the jaws into the tunnel they noticed that it looked different. It was silver, the black cover was gone. No additional incisions/procedures required. Length of delay was length of time it took to get another kit and set it up, approx. 5 mins, which does not sound like a lot but is significant in a surgical procedure. All necessary tests are performed before any equipment is used. No effects/harm to patient.

Manufacturer narrative:
Trackwise ID#: (B)(4).

Event description:
N/a

Manufacturer narrative:
Trackwise ID (B)(4). Updated section: b-4, b-5, g-4, g-7, h-2, h-10.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 black protection on the jaw of hemopro came off. Jaws did not fail to cut. However, when they put the jaws into the tunnel they noticed that it looked different. It was silver, the black cover was gone. No additional incisions/procedures required. Length of delay was length of time it took to get another kit and set it up, approx. 5 mins, which does not sound like a lot but is significant in a surgical procedure. No components were detached. All necessary tests are performed before any equipment is used. No effects/harm to patient.

Manufacturer narrative:
Trackwise#: (B)(4). Actual device was not returned for evaluation. A piece of the black shaft was returned for evaluation on 09/08/2022. An investigation was conducted on 09/21/2022. A visual inspection was conducted. The actual device was not returned for evaluation. A piece of the black shaft was returned for evaluation. There were no visual defects observed on the black piece of the shaft. Based on the evaluation of the black shaft, the reported failure "peeled;shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000243448 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.